Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The device (maj-2016) was laid on the floor and wired between the video system center and the monitor. During the preparation for use, the user found that the endoscopic image on the monitor became a blackout. The user rewired to prevent the device cable from touching the floor and the problem was resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -a partial disconnection of the cable was cut off. -aging deterioration may have caused the defect because 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.